Event description:
It was reported that during an unknown procedure, scissoring clips occurred at the firing. The clip was fed into the jaws slower than usual. The sale rep who attended the procedure confirmed that the device had approached the blood vessel straight, but scissoring occurred in the middle. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the clips fall into the patient? -- no. If yes, how was the clip retrieved? - n/a. Which firing of the device did this event occur on? - at the 3rd firing. What vessel or structure was the device fired on at the time of the event? -- blood vessel. Was the clip fully advanced into the jaws prior to firing? -- yes. Was there any torquing or twisting of the device present at the time of firing? -- no. Was any unexpected resistance felt while firing the trigger? -- no. Were any unexpected noises heard? -- no. If so, when? - n/a. Did anything unexpected happen prior to this incident? -- no. Was the device fired after this incident in or out of the patient? -- no. What were the indications for surgery? -- the information was not provided from the hospital. What was found? -- the information was not provided from the hospital. Does the patient have any relevant history of surgical treatments? -- the information was not provided from the hospital. If so, what? -- the information was not provided from the hospital. Did somebody other than the primary surgeon fire the instrument? -- the information was not provided from the hospital. If so, whom? -- the information was not provided from the hospital.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of device (b) found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws scissor clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process. (B)(4). Jaws.